Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted the system was explanted due to infection. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to an infection. The source of the infection was not known. No further information was available.